Event description:
10/17/2000-fenwal quality dept was notified of an alleged transfusion reaction of a split platelet product. Fenwal requested and received the following details for this event on 10/23/00. After 3/4 completion of platelets transfused, a hodgkin's pt experienced wheezing, hives and mild oxygen desaturation. Pt was treated with benadryl, epinephrine, and solumedrol and recovered. The remaining platelet product was sent to the laboratory in which stomatococcus mucilaginosus was identified. Pt info: refractory hodgkin's disease. Prior to transfusion, the pt was premedicated with tylenol and benadryl. Donation info: repeat apheresis donor. Donation date 2000. Total time 1hr 3min. Total volume "wb" processed 4118ml. Total "acd" used not specified. Whole blood to "acd" ratio 10:1. Volume of platelet products in part a approx. 240 ml, part b approx. 240ml. Uneventful donation. Apheresis facility investigation: no info was provided regarding ethylene-diamine-tetraacetic acid retention tube. Investigators internal to this customer evaluated the component processing site and found no potential causes that could contribute to this event. Part b from this same donation was transfused to a different pt and reported no problems associated with the transfusion. Neither the pt's blood nor the platelet product was cultured. The apheresis medical director indicated that this transfusion facility routinely uses bedside filters for all of the platelet pheresis products they transfuse regardless of leukoreduction quality. Platelet environmental chambers were maintained at 20-24 c. Apheresis site requested fenwal's assistance in their investigation.